Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, sion black, guide catheter: hyperion al 1.0. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately tortuous and mildly calcified concentric lesion in the below bifurcation posterior descending coronary artery. Following pre-dilatation with a non-abbott balloon dilatation catheter (bdc), a 2.0 x 12 mm nc trek rx bdc was advanced; however, resistance was met with the calcified lesion during advancement. During the fourth inflation of the nc trek rx bdc, the balloon ruptured at 16 atmospheres. The nc trek rx bdc was removed from the patient anatomy without resistance. A non-abbott bdc was used for additional pre-dilatation and the procedure was completed with a drug coated balloon. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.